Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that he went to the ER due to a high blood glucose of 400 mg/dl to 410 mg/dl and diabetic ketoacidosis. The patient did not feel any symptoms of high blood glucose. His glucose meter was giving him incorrect readings. Troubleshooting was declined since the patient was working with his health care professional to get his blood glucose under control. The insulin pump was not returned for analysis.